Manufacturer narrative:
Device evaluation: the device related to the reported event of autoimmune/connective tissue disorders was received on oct 13, 2017 with lot number 1685528. Visual analysis was performed which identified an opening on anterior. Microanalysis identified an opening on anterior with striated edge consistent with the used of a surgical tool like scalpels, surgical scissors or a surgical needle assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: opening due to surgical damage. No issues found related to manufacturing process.

Event description:
Patient reported being diagnosed with "celiac disease." This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Connective tissue disease (ctd) - concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. A review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than those in women without implants.

Event description:
Patient reported being diagnosed with "celiac disease." This record is for the left side. The device has been explanted.